Event description:
It was reported that the patient stated that for the past three months, he has been experienced squeaking and also pain on his left hip. He stated that the squeaking is more prominent when he goes up the stairs or lifts something.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.